Manufacturer narrative:
Analysis noted that the stylus would not calibrate. The stylus was able to calibrate with a known good display. The display was replaced. The programmer software was reloaded. The device passed final functional and system tests. No other anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned as an exchange subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the touch panel assembly. Visual inspection: no abnormalities observed. Benchtop analysis: installed the provided touch panel assembly into known good encore programmer. The programmer powers up as expected. Successful multiple interrogations with a known good implantable device. No abnormalities observed on the touch screen panel. Performed 5 separate calibrations on the touch screen along with two restarts of the tested encore programmer. Cursor was properly aligned with the stylus. Conclusion: could not confirm service indicated issue. No defect found. If information is provided in the future, a supplemental report will be issued.